Manufacturer narrative:
(B)(4). Date sent: 9/13/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was received: colectomy procedure, grey reload on the ima surgeon went to fire device and it didn¿t fully fire surgeon believes it only partially fired, but rep is unsure if it actually stapled or not device stopped firing and ¿locked out¿ ¿ surgeon tried home button, nothing happened, rep doesn¿t believe he tried to remove and reinsert the battery he then took the top off the manual override and then the motor started working on its own (or made some sort of noise, it¿s unclear) while the top was still off (odd I know) he then cranked the manual override 1.5 times and that is what allowed him to then open the stapler like normal. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Unsure. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unsure. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Manual override. If yes, did the jaws eventually open? Yes. The motor was active during the firing attempt and continued even while the device was locked out. The firing trigger was no longer pressed, yet the motor continued moving. While the manual override was deployed, the motor moved again. What anatomical structure was being fired up issue occurred?- the aorta please clarify what is meant by 'lock out'?- the stapler jaws would not open how was the procedure completed?- a colectomy. How was the device removed from the tissue?- manual override. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the colectomy procedure the stapler locked out on the aorta. Another like device was used to complete the procedure. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4: batch # 255c82. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with an ecr60m reload loaded on the device. The reload was received partially fired 1/16. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.     As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 255c82, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Date sent: 10/25/2023. D4: batch # 255c82.